Manufacturer narrative:
Customer report was confirmed. Continuity testing showed that atrial proximal and ventricular distal electrodes exhibited intermittent open condition when flexing catheter body. Intermittent condition occurred at the electrodes. Atrial central, atrial distal and ventricular proximal electrodes were continuous. No short condition was found between the electrodes. Leak testing also showed that leakage occurred at atrial proximal and ventricular distal electrodes due to adhesive separation. No visible damage to catheter body. All through lumens were patent without any leakage. Balloon also inflated clear and maintained inflation without leakage.

Event description:
C-cc-lk - leakage; it was reported that after inflation of the swan-ganz's balloon, it lost the pace-marker information. Follow up information indicated that the clinician was inflating the balloon inside the pulmonary artery it didn't "catch" the pacemaker. It was further stated that the sheath was completed with solution as it had a leak, they reviewed the system due to leak, couldn't find it. Based on this situation they believed that catheter was defective. Further follow up indicated that the pacing was available. However, the device was returned and evaluated, and the results indicated that there was fault related to pacing.